Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment noted.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. Customer reporting low battery that keeps repeating even after changing out the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.